Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called an olympus technical support (tac) representative for troubleshooting. Customer reported a b30 error on 190 scope series on two out of three rooms. During troubleshooting in one room the customer tried two 180 scopes and got an image. The customer tried multiple 190 scopes and did not get an image with one of the scopes. Tac informed the customer to try the 190 scope that did not get an image in a different room to confirm if it is a scope issue. Tac advised to send the scope in for evaluation and repair if the error occurred again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii xenon light source had an error code b30 scope communication error. There was no harm or user injury reported due to the event.